Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 153 ohms. It was noted that shock impedance measurements were in the 140s for the past year. Technical services (ts) recommended 41j commanded shock. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 153 ohms. It was noted that shock impedance measurements were in the 140s for the past year. Technical services (ts) recommended 41j commanded shock. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that commanded shocks were performed on this right ventricular (rv) defibrillation lead while connected to the old can during a routine battery replacement procedure. The commanded shock impedance measurement on the old device was 100 ohms, and 96 ohms after the rv lead was connected to the replacement implantable cardioverter defibrillator (ICD). This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 153 ohms. It was noted that shock impedance measurements were in the 140s for the past year. Technical services (ts) recommended 41j commanded shock. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that commanded shocks were performed on this right ventricular (rv) defibrillation lead while connected to the old can during a routine battery replacement procedure. The commanded shock impedance measurement on the old device was 100 ohms, and 96 ohms after the rv lead was connected to the replacement implantable cardioverter defibrillator (ICD). This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead has exhibited additional out-of-range shock impedance measurements. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.